Event description:
It was reported that an animal underwent an unknown procedure in 2022 and suture was used. During the procedure, it was reported by the customer that during animal surgery multiple sutures were fraying. A new box was opened, and the case completed without issue. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It mentioned "multiple sutures were fraying", please confirm how many sutures present this issue on this one patient during this single surgical procedure? If the other sutures were fraying on another procedure please confirm if these events been previously reported to ethicon? If so, provide the respective reference number(s).

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 8/31/2022. H6: component code: g07002 no device returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.